Event description:
It was reported that the atrial and right ventricular (rv) leads dislodged post-implant. The patient received twenty-one inappropriate shocks. The lead revisions were performed three days post-implant and remain in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).